Event description:
The reporter stated that two nurses reported that the pump was set to deliver adenosine at 4.4 ml/min for a total volume of 26.6 ml using a 60 cc syringe. The delivery key was pressed. The green light flashed and the numbers on the screen advanced however the plunger did not move. The reporter further indicated that when he set up a delivery to trouble shoot this issue the red stop program light was flashing. He then pressed the stop program key and then delivery and the delivery began.